Event description:
During an attempt to withdraw the introducer sheath at the end of the procedure, the device separated at the connection to the sidearm. The physician was able to retrieve the sheath at skin level with a hemostat from the right brachial artery. Pressure was applied at the right brachial site for hemostasis.

Manufacturer narrative:
Evaluation: no product was returned, only the lot number was provided to assist in our investigation. Unfortunately, without the complaint device, we are unable to determine with certainty how this incident may have occurred. However, based on the info provided, it appears the material separated from the connection site where the flare is secured by the snap cap to the check-flo assembly. It is possible that the device met with resistance beyond its intended design. Our labeling warns: "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." A review of records found this lot was manufactured prior to a change in the check-flo body that will reduce the possibility of sheath separation.